Event description:
A customer reported that his adc meter would intermittently turn on with a button but not with test strips. He further reported as a result of not testing his blood glucose as often as usual since (B)(6) 2012, due to a port issue, he experienced a hypoglycemic episode with a loss of consciousness on (B)(6) 2012 at 3 am. The customer reported "he was in bed sleeping and went into a diabetic coma from low blood sugar, rolled off bed onto hardwood floor, slammed his head on the floor, split his cheek open and got a black eye." He was initially treated by his wife with honey and orange juice to counteract the event. The customer was seen by a doctor on (B)(6) 2012, who diagnosed him with hypoglycemia, checked his eye and reportedly determined there was no muscle damage. The doctor treated cut on customer's cheek, cleaned it out and bandaged it. Hcp also told the customer to take a couple of aspirin pills. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The reported meter was returned and an investigation was complete. The complaint was not confirmed and a new issue was observed. The meter powered on with button and with insertion of strips. Did not observe power issue with strip port. No new issues were observed. (B)(4).

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.